Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. A bowel perforation is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient was hospitalized due to abdominal pain. During the hospitalization, a small intestine perforation was found. The patient underwent surgery for the perforation. It was reported that the perforation was caused by the j-tube. It was unknown if the j-tube was removed during the surgery.